Event description:
It was reported that this device displayed safety mode. This device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and while communicating with the latitude remote monitoring system and caused the device to enter safety mode. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device displayed safety mode. This device was explanted and replaced with a new device. No additional adverse patient effects were reported.